Manufacturer narrative:
The sodium electrode lot number was flw64. The expiration date was not provided. The field service engineer found foreign material buildup on both the sipper and the vacuum nozzle. He replaced both sipper and vacuum nozzles and performed reagent primes and ise checks. He performed calibration and qc with results within specifications. The investigation is ongoing.

Event description:
There was an allegation of calibration issues and questionable sodium results for approximately 44 patient samples from the cobas pro ise analytical unit. Two examples were provided. Sample 1 initial result was 134.7 mmol/l, and the repeat result was 139.8 mmol/l. Sample 2 initial result was 133.9 mmol/l with a data flag, and the repeat result was 139.3 mmol/l. The repeat results were believed to be correct.

Manufacturer narrative:
The investigation determined that the issue found by the fse was the root cause of the event. The service actions resolved the issue.